Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer was not receiving insulin from the insulin pump. The customer's blood glucose level went up to 404 mg/dl. The customer was nauseous, vision was affected, and has glaucoma the customer treated their blood glucose level with injections. The high pressure test passed. The device was not returned.